Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, and the issue could not be resolved. The device was explanted (B)(6) 2011, and it is unknown whether there are plans to implant the patient with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).